Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found one haptic is torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
Lens returned by the facility. Received a damaged aa4204vf silicone single piece lens. No information why the lens was returned. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental.